Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during end-to-end anastomosis for  laparoscopic sigmoid colectomy, staple line leak was observed on the anastomoses from 2 devices. A colostomy was made. The event led to tissue loss. Surgical time was extended by at least 30 minutes.